Event description:
It was reported that it was difficult to place this electrode. The electrode tip had moved post placement. The patient previously had a sternotomy done. Now, the doctor tunneled very low to where the sternum dipped down. However, the tunnel did not follow the dip in the sternum. The top four centimeters of the electrode got further and further from the sternum. The tip of the electrode was in the breast tissue and moved considerably with postural changes. The next day, another procedure was done. The doctor made a third incision and successfully retrieved and sutured the tip onto the sternal plane. The electrode remains implanted. There were no additional adverse patient effects.